Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the endoscopic image turned black three times. The user successfully completed the intended procedure with the device. The device was used in combination with a non-olympus endoscope. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was not returned to any of olympus locations. According to information provided by the olympus service representative, the procedure was performed on (B)(6) 2021 in the same room as the endoscopy room where the defect occurred, and the defect did not recur. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.